Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted a patient. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. The inflow edge of the constrained valve frame was not aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too low. The final non-coronary cusp implant depth was 6mm. A post-implant balloon aortic valvuloplasty was performed using a 24mm non-abbott device due to valve under expansion. On (B)(6) 2025, it was noted that the patient was hospitalized due to recurrent syncope with falls. The patient was diagnosed with diagnosed sick sinus syndrome using a 24 hour electrocardiogram. The decision was made to implant a permanent pacemaker.

Manufacturer narrative:
An event of syncope one year post-procedure was reported. Information from the field indicated that the patient effect is not related to the procedure or the navitor valve. There is no allegation of malfunction against the navitor valve. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Based on the available information, there are no related patient effect to the navitor valve or procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 1721 arrhythmia;4411 syncope/fainting. Health effect- impact code: 4624 surgical intervention; 4641 unexpected medical intervention; 4607 hospitalization or prolonged hospitalization. Medical device problem code: 1254 difficult to fold, unfold or collapse.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) - 1706 (B)(4). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted a patient. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. The inflow edge of the constrained valve frame was not aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too low. The final non-coronary cusp implant depth was 6mm. A post-implant balloon aortic valvuloplasty was performed using a 24mm non-abbott device due to valve under expansion. On (B)(6) 2025, it was noted that the patient was hospitalized due to recurrent syncope with falls. The patient was diagnosed with diagnosed sick sinus syndrome using a 24 hour electrocardiogram. The decision was made to implant a permanent pacemaker. No additional information was provided.